Manufacturer narrative:
Phone: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "according to ultrasound data, implant invagination is suspected. Possible intracapsular rupture." The affected side has not been specified. Device status is unknown at this time.